Event description:
It was reported, that "the cuff would not inflate following insertion of tracheostomy." There was no reported pt injury and/or change in therapy. The involved device was returned and submitted to the quality analytical lab for analysis and investigation.

Event description:
It was reported, that "the cuff would not inflate following insertion of tracheostomy." There was no reported pt injury and / or change in therapy. The involved device was returned and submitted to the quality analytical lab for analysis and investigation.